Event description:
The customer complained that there has been five instances where a pt has tripped over the pt pendent cord. Of the 5 instances, there has been one pt fall (with no injuries). The customer stated that there pendants have long cords, and would like to have pendants with shorter cords.

Manufacturer narrative:
The technician determined that the one case where a pt fell, was due to the pt pendant not being properly secured in the side rail, which resulted in the cord laying on the floor. Therefore, the technician has been conducting info sessions with all nursing staff regarding the pt pendant and that it should be properly secured in the side rail anytime it is not in use. This will resolve any further potential instances of pts tripping over the pendant cords. The beds were operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.